Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is displaced on the balloon by about 25 mm in proximal direction. The stent is slightly deformed at its distal end and severely deformed at its proximal end. The balloon is not well folded anymore and shows signs of inflation. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon and the stent was initially crimped in between the two radiopaque markers. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Considering the physicians event description it seems likely that the root cause for the complaint event is related to the patients anatomy (i.e. Previously implanted stent). It should be noted that the IFU advises the user to initially stent the distal lesion when treating multiple lesions.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (60 percent stenosis degree) in a moderately tortuous mid rca. During placing the device in the target lesion the stent came off balloon. After withdrawal of the delivery system the stent was found on the delivery shaft proximal to the balloon.